Event description:
New information received indicated the loss of capture was misdiagnosed by a homecare nurse. The leadless pacemaker was interrogated in the emergency room, and the device was functioning appropriately. There were no patient consequences.

Event description:
It was reported the leadless pacemaker exhibited loss of capture. No further information was known. Further information was requested but not yet received.